Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient has become a non-user of the device. There are plans to explant the device and to reimplant the patient with another device; however, this has not occurred as of the date of this report, (B)(4) 2013. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.